Event description:
It was reported the momentary safety switch failed to operate as designed. Visual examination of the unit and its components revealed to defect, or evidence of excessive levels of heat. The switch was activated through several cycles and we were unable to duplicate the reported event. We replaced the switch as a precautionary measure, but are unable to establish a cause for this report.